Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for chronic type b aortic dissection using gore® tag® thoracic branch endoprosthesis. The aortic component was deployed distal to the left common carotid artery, and the side branch component was placed in the left subclavian artery. As part of the preoperative plan, an aortic extender was added proximally, and a gore® viabahn® endoprosthesis with heparin bioactive surface was positioned as a chimney stent graft in the left common carotid artery. The procedure was completed without any endoleak. On an unknown date, follow-up CT imaging revealed a proximal entry site endoleak. Aortic enlargement of the untreated thoracoabdominal aorta was also observed. On (B)(6) 2026, a reintervention was performed to address the endoleak. Intraoperative angiography identified a gutter leak at the chimney stent graft site. As a treatment for the gutter leak, coil embolization of the gutter site was performed. A slight residual leak remained, but the procedure was completed. On (B)(6) 2026, persistent endoleak was observed, and a type iii endoleak from the overlap site between the aortic component and the aortic extender was suspected. As a treatment for the type iii endoleak, a stent graft was additionally implanted in the overlap site, followed by balloon touch-up. The endoleak was resolved, and the procedure was completed. For the progressive thoracoabdominal aortic enlargement, open thoracoabdominal aortic replacement is scheduled for (B)(6). The physician mentioned that the cause of the type iii junction leak may have been the short overlap length and the lack of balloon touch-up during the initial procedure.